Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the cutting loop stopped functioning correctly and was found to have a piece that was not attached. There were no injuries or additional procedures reported, and no pieces of the device were left in the patient.